Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4023 implantable pacing lead (B)(6) 2002; 2872 adaptor (B)(6) 2002; d334drg implantable cardioverter defibrillator (ICD)  (B)(6) 2013. (B)(4).

Event description:
It was reported that the lead integrity alert (lia) triggered. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.